Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled " management of failures of total ankle replacement with the agility total ankle arthroplasty¿ written by j. Kent ellington, md, ms, et al; published in the journal of bone and joint surgery, volume 95-a, number 23, december 4, 2013; was reviewed. The purposes of the study within the article were to retrospectively review the outcomes of patients who underwent revision total ankle replacement and to provide a talar subsidence grading system that can be used as a guide for revision arthroplasty. Between january 2002 and july 2008, at the institute for foot and ankle reconstruction at mercy medical center in baltimore, maryland, 53 patients underwent revision total ankle replacement requiring a component exchange. In 52 of the primary arthroplasties, the agility prosthesis (depuy) was used. All the patients who underwent a revision of the procedure requiring removal of either the tibial or the talar component (due to aseptic loosening), followed by insertion of a revision prosthesis. Five of the 53 patients were lost to follow up and seven additional patients declined to participate due to lengthy travel. In addition, five other patients had undergone implant removal and conversion to a tibiotalocalcaneal arthrodesis (as a result of subsidence of tibial and talar components in one patient, talar component subsidence in two patients, loosening of the tibial component in one patient, and fibular fracture and tibial component subsidence in one patient. Three of the five arthrodesis were performed after a failed second revision total ankle replacement. Two other patients had undergone a below-the-knee amputation to treat a chronic infection. Both amputations were also performed after a second revision total ankle replacement. As a result, 41 patients were available for complete radiographic and clinical follow-up with retained components and seven additional patients with an arthrodesis or below the knee amputation. At final follow-up, 16 of the 41 patients demonstrated evidence of tibial subsidence and 15 of the 41 patients demonstrated evidence of talar subsidence; 23 underwent subtalar arthrodesis at the time of revision arthroplasty. 15 of the 41 patients underwent revision of the talar component only, and no patient underwent an isolated revision of the tibial component only. 26 of the 41 patients underwent revision of both the tibial and talar components. 19 patients required a custom talar component as a result of talar subsidence, and one patient required a custom tibial component as a result of tibial subsidence. In five patients, the revision arthroplasty failed and a second revision was performed. All five of the second revisions failed due to talar subsidence, pain with arthrofibrosis and infection. Lucency was identified in 40 of the 41 prosthesis on final radiograph. The article identifies talar subsidence as the most common reason for revision at 63%, loosening and/or migration at 29%, and other reasons at 5%.